Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown medication (dose and concentration unknown). The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that a motor stall was seen at initial interrogation of the pump. The stall reportedly occurred on (B)(6) 2017 and was active at the time of report. It was unknown if the patient underwent magnetic resonance imaging (MRI). No patient symptoms were reported. The hcp was wondering what the cause of the stall may be, and it was reviewed that pump replacement should be considered.

Event description:
Additional information was received on 26-apr-2017 that reported the patient was throwing up and sick last night. The patient was admitted to the hospital . The patient went in an ambulance. The patient stated they were dehydrated, lost all their fluids and fainted. Per the patient the ambulance driver heard the critical, multi tone alarm from the pump. The patient was seen at the hospital and they did not have the ability or equipment to check the pump in the ER (emergency room) . The patient was given a pca morphine pump. The patient stated they were over medicated yesterday because they were getting the medication from the pump. The patient was curled up in a ball because of being over medicated. The patient stated they also had a viral stomach infection at the time this happened. The patient¿s family had the same stomach flu he had during this time. The patient stated they did not feel their skin crawling like normal with drug withdrawal. The patient stated they have horrible hearing and did not hear the pump alarm. The patient needs to get hearing aids for his hearing issues. The patient was checked by the managing physician and he confirmed there was nothing wrong with the pump and suggested that the pump be replaced. The patient stated that everyone heard the critical alarm. The patient stated that they should be able to check their pump and know why it was alarming. The patient did not have a ptm (personal therapy manager). The patient was planning to have the pump replaced. The pump was used to deliver fentanyl and morphine, dose and concentrations not reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and the pump logs were provided last examined (B)(6) 2017 (last changed (B)(6)2017). The pump logs confirmed the motor stall occurred on (B)(6) 2017 at 20:21 and the ¿stopped pump period may exceed tube set¿ message was seen on (B)(6) 2017.

Event description:
Additional information was received from a manufacturer representative on 2017-may-05. It was reported that the pump was replaced on (B)(6) 2017, and the only troubleshooting included interrogating the pump and reading the logs. The pump was reportedly still alarming at the time of explant. Pump logs indicated that a motor stall occurred on (B)(6) 2017, followed by a tube set message on (B)(6) 2017 (note: this conflicts with the earlier report that the motor stall occurred on (B)(6) 2017).

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.